Event description:
Pressure on intraocular machine read 15mm; however, it really was 40 mm. It was measured with tonometer.manufacturer notified and will evaluate.our biomed dept. Does not evaluate this technology.there was no patient injury.